Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the portions of myometrial tissue is noted for an embedded metal coil\one tubal segment has metal coil embedded in medial aspect') in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, mammogram abnormal, genital bleeding, adenomyosis, uterine fibroids, uterine enlargement, anemia and pelvic pain. Concomitant products included metronidazole (metrogel) for bacterial vaginosis as well as biotin from 2010 to 2017 and vitamins nos (daily multivitamin) since 2010. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced migraine ("migraines / headaches"). In october 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). In january 2011, the patient experienced mood swings ("hormonal changes - describe: I started having mood swings"), hirsutism ("facial hair problems"), acne ("acne"), vulvovaginal dryness ("vaginal dryness") and breast tenderness ("breast tenderness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of the portions of myometrial tissue is noted for an embedded metal coil") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). The patient was treated with acetylsalicylic acid (aspirin), biotin, magnesium sulfate (epsom salt) and surgery (total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, bladder disorder, urinary tract disorder, alopecia, mood swings, hirsutism, acne, vulvovaginal dryness and breast tenderness outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, fatigue, migraine, abdominal pain and back pain was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, breast tenderness, device expulsion, dysmenorrhoea, embedded device, fatigue, hirsutism, menorrhagia, migraine, mood swings, urinary tract disorder, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as 1-apr-2010. Essure inserted, right with 1-2 coils exposed. Essure inserted on left, 2 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, acceptable positioning of the microinserts seen bilaterally.. Concerning the injuries reported in this case, the following ones were reported via medical record: device dislocation, embedded device, partial expulsion of device. Lot number: 695927 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of the portions of myometrial tissue is noted for an embedded metal coil\one tubal segment has metal coil embedded in medial aspect') in an adult female patient who had essure (batch no. 695927) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bacterial vaginosis, mammogram abnormal, genital bleeding, adenomyosis, uterine fibroids, uterine enlargement, anemia and pelvic pain. Concomitant products included metronidazole (metrogel) for bacterial vaginosis as well as biotin from 2010 to 2017 and vitamins nos (daily multivitamin) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes - describe: I started having mood swings"), hirsutism ("facial hair problems"), acne ("acne"), vulvovaginal dryness ("vaginal dryness") and breast tenderness ("breast tenderness"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one of the portions of myometrial tissue is noted for an embedded metal coil") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). The patient was treated with acetylsalicylic acid (aspirin), biotin, magnesium sulfate (epsom salt) and surgery (total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, bladder disorder, urinary tract disorder, alopecia, mood swings, hirsutism, acne, vulvovaginal dryness and breast tenderness outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, fatigue, migraine, abdominal pain and back pain was resolving. The reporter considered abdominal pain, acne, alopecia, back pain, bladder disorder, breast tenderness, device expulsion, dysmenorrhoea, embedded device, fatigue, hirsutism, menorrhagia, migraine, mood swings, urinary tract disorder, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2010. Essure inserted, right with 1-2 coils exposed. Essure inserted on left, 2 coils exposed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, acceptable positioning of the micro inserts seen bilaterally.. Concerning the injuries reported in this case, the following ones were reported via medical record: device dislocation, embedded device, partial expulsion of device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received ¿ case becomes valid with incident. Previously reported event injury nos were removed. New events the other tubal segment, no metal coil noted, one of the portions of myometrial tissue is embedded device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes, dysmenorrhea/dysmenorrhea (cramping), fatigue, hair loss, migraines / headaches, abdominal pain, hormonal changes - describe: I started having mood swings, facial hair problems, acne, vaginal dryness, breast tenderness and back pain were added. Product information lot number, removal date, indication were added. Essure implant date were updated. Patient information date of birth and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.